Manufacturer narrative:
H10: additional narratives: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Product evaluation: customer reports of stenosis and calcification were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. As received, leaflet 2 had a cut off section of approximately 12mm x 8mm. Edges of cuts were straight and even. Cut off leaflet fragment was returned and appeared to match up with cut out section. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Sewing ring was cut off around the valve and exposed the metal band of the valve around the inflow aspect. Cut off sewing ring was not returned with valve. Wireform was also exposed around leaflet 2 on the outflow aspect and on commissure 2. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a 23mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 3 years, 6 months due to calcification and severe stenosis. As reported, the patient presented with acute on chronic left ventricular diastolic heart failure. Aortic annular enlargement, laa ligation, and reconstruction of the aortic root were performed using bovine pericardial patch concurrently. The replacement valve fit very comfortably in the annulus. The patient was left open due to some bleeding complications. Patient was transferred to surgical ICU in guarded condition. Patient was discharged home in stable condition on pod #12.